Event description:
Patient underwent a right heart catheterization, left heart catheterization, coronary angiography and a left ventriculography in 05. Post procedure (cardiac cath holding) the patient developed an ischemic right foot with numbers and calf pain. Patient was taken to the operating room. Upon exploration the angio-seal was found to be defective. The angio-seal has exited the superficial femoral artery, but attached to the back wall and had spiral dissected the common femoral artery. In 06 emergent exploration with biofemoral bypass and thrombembolectomy of the right leg.